Event description:
It was reported that the vns still working but the caregiver thought that the battery will need to be changed soon. Magnet swipes were reported to be not helping as much. New magnets were requested for the patient. Patient was seen by neurologist, who stated that he suspects lead wire fracture. The neurologist turned device off and has referred patient to get chest x-rays to assess. Per neurologist, the increase in seizures and magnet not aborting seizures is likely due to high impedance. The patient was referred for full revision surgery and underwent replacement of the lead and generator. The explanted devices have not been received to date.

Event description:
The explanted devices were received. Analysis is underway but has not been completed to date.

Event description:
Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Magnet activations performed during output monitoring (at a distance of one-inch (spacer block) from the pulse generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 1mm from the electrode bifurcation. Scanning electron microscopy was performed on the connector end of the connector ring quadfilar coil break and identified the area on two of the broken coil strands as having extensive pitting which prevented identification of the coil fracture type. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.